Event description:
Hcp reports that the catheter was removed secondary to a dehiscence of the patient's scar. They tried treating the patient with antibiotics, but that did not work. The catheter was removed and later replaced. The patient has required dosage changes of the patient's medication for better pain control. The hcp reports the pump is working as the reservoir refill numbers have been correct.